Event description:
Boston scientific received information that a patient with an implantable cardioverter defibrillator (ICD) exhibited a syncopal episode. It was reported that the episode lasted 15 seconds and that it occurred in the monitor only zone. Device functionality was discussed. No further patient details were revealed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.